Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 50s mg/dl followed by low. The patient self-treated with glucagon. The bg value prior to or after administering glucagon was not provided. A few hours after administering glucagon, the patient started feeling ill and vomited. She self-treated with insulin; however, the cgm/bg values or amount of insulin was not provided. The patient did not improve, and she went to the hospital where her bg upon admission was 1400 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin and unspecified pain medication. The patient was hospitalized 4 ¿ 5 days. Post event, the patient continued to feel weak. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.